Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (10.0 mg/ml at 1.4 mg/day) via an implantable pump for an unknown indication for use. It was reported that over the last refill appointments the hcp noted the residual drug volume in the pump was too low. The patient had therapy fluctuations resulting in phases of under and overdosing. It was reported there was "überinfusion." The event date was provided as (B)(6) 2018. Troubleshooting included checking the residual drug volumes in the pump. Additionally, the logs were unsuspicious. The pump was replaced on (B)(6) 2018 and would be returned. There were no known external contributing factors. The issue was not resolved. The patient status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The initial MDR was filed as MFR. Report # 3007566237. Additional review showed the correct manufacturing site was site # 3004209178. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the date of the volume discrepancies and volumes were unable to be obtained. No further information was provided.